Event description:
It was reported that on (B)(6) 2022, a 24mm amplatzer septal occluder (lot 7436332) was selected for implantation. During the procedure, the device deployed into a cobra deformation. The device was removed and another 24mm amplatzer septal occluder (lot 7565107) was selected. Two attempts were made to deploy the replacement device, but both times it deformed into a cobra deformation. The device was removed from patient anatomy and a 28mm amplatzer septal occluder was successfully used to complete the procedure. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is reported to be stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.